Manufacturer narrative:
It was reported that the patient experienced a potential allergic reaction after the biopsy breast marker (hydromark) was inserted in the morning and subsequently developed diffuse urticarial type rash over the body and shortness of breath in the evening. Patient attended ed department for investigation - symptoms resolved, treatment for reaction (urticaria) was not specified and treatment for reaction (shortness of breath) was not specified. Based on the information available we cannot confirm symptoms were a result of our device, however, current IFU identifies the potential for foreign body reaction with use of hydromark markers. As with any implanted device, the implant site should be monitored for any signs of irritation or reaction following the surgical procedure. Although we cannot confirm that the device caused the reported reaction we are submitting this report due to the medical attention that was received.

Event description:
It was reported that the patient experienced a potential allergic reaction after the biopsy breast marker (hydromark) was inserted in the morning and subsequently developed diffuse uticarial type rash over the body and shortness of breath in the evening. Patient attended ed department for investigation - symptoms resolved, treatment for reaction (uticaria) was not specified and treatment for reaction (shortness of breath) was not specified. This incident has been recorded in complaint #(B)(4).